Manufacturer narrative:
Details are listed in the article, titled ¿intravascular lithotripsy to facilitate extraction of very old cardiac implantable electronic devices leads. Journal of cardiovascular electrophysiology, february supplement 2026. Doi: [10.1111/jce.70280](https://doi.org/10.1111/jce.70280). " details such as patient and device information was not provided as this research article was performed retrospectively.

Event description:
It was reported via a journal article that a patient had both their right atrial (ra) and right ventricular (rv) leads discovered to be fractured. The ra and rv leads were explanted. The patient's condition was unknown.